Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue; per the distributor, the pump stops without an alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: review of the black box and download history revealed the pump was delivering the programmed basal rate until a loss of prime warning occurred on (B)(6) 2015 at 11:37 am. On investigation, the pump powered on and was exercised on a 1-unit-per-hour basal rate program without interruption in delivery. A delivery accuracy test was performed and the pump was found to be delivering accurately. A loss of prime warning was induced during the investigation and the pump alarmed appropriately with audible alert and screen message. Investigation did not duplicate the complaint and the pump was found to be operating as intended within the required specifications without malfunction. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)